Event description:
The customer reported to baxter (B)(4) regarding the light sensitive drug set that the packing had holes in the back, product became non-sterile. The incident happened before use, no patient is involved. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received at the plant for evaluation. The sample was visually inspected and the reported condition was confirmed. Holes were observed in the package. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.